Manufacturer narrative:
(B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4). At this time carefusion is waiting for components from customer for evaluation. The customer has been contacted to try and return the suspect components but they have not responded.

Event description:
The customer reported that on this vela ventilator, upon start-up the touch screen comes on but it is frozen and will not accept changes to any icons. The customer stated that there was no patient involvement associated with this reported issue.

Manufacturer narrative:
The carefusion failure analysis lab received the suspect vela ventilator front panel assembly. Upon visual inspection, it was noted to have residue behind the front panel and some fluid ingress inside of the touch screen. When the unit was powered on, the reported issue was immediately reproduced. This issue is being internally addressed.